Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided pump reset information, but the pump couldn't be reset successfully despite multiple attempts. Customer reverted to using an alternate method of insulin therapy.